Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not advance. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Malformed clip. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 5 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. It could not be determined what may have caused the returned malformed clips and the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.